Event description:
(B)(6) 2024 9:20 am est (B)(6)- patient called in to report low event that they have been having. Agent pulled up the reports and the bg is fluctuating. Patient is going low and then over treating causing the bg to rise and stay high for hours. Patient is wanting to do a factory reset so agent will reach out to the (B)(6). Low bg questionnaire: 1. Were your bg levels affected by this issue (yes/no)? A. Yes. 2. What was your lowest bg level during this event? A. 39. 3. How long was bg levels low (under 70mg/dl)? A. Combined time of over 5 hours since the (B)(6). 4. Did you eat/drink any carbs to correct low (e.g., juice, glucose tablets)? A. Yes patient takes glucose tabs and other fast acting carbs. 5. Did the device give alerts for low and/or urgent low? A. Yes. 6. Did you receive any professional medical intervention for this event? A. No. 7. Did you need assistance for this event that you couldn¿t provide for yourself (clarify if help given was needed or offered out of kindness)? A. No. 8. Any immediate health effects experienced during this event (e.g., loss of consciousness, dizziness)? A. Feels like they are going to "blow up". Feels weak. High bg questionnaire: 1. Were your bg levels affected by this issue (yes/no)? A. Yes. 2. What was your highest bg level during this event? A. Over 400. 3. How long were your bg levels high (above 180mg/dl)? A. Combined time since october 8th over 10 hours. 4. Did the device give alerts for above 300mg/dl for over 90 minutes? A. Yes. 5. Did you use any back-up therapy to correct your high bg levels? A. No. 6. Did you do any ketone testing? If so, did you follow your ketone action plan? A. Yes results were small. 7. Have you had any recent steroid injections? A. No. 8. Did you receive any professional medical intervention for this event? A. No. 9. Did you need assistance for this event that you couldn¿t provide for yourself (clarify if help given was needed or offered out of kindness)? A. No. 10. Any immediate health effects experienced during this event (e.g., loss of consciousness, dizziness, dka etc)? A. Thirsty. Feeling exhausted. Jaw pain. Urinating a lot.

Manufacturer narrative:
(B)(6) 2024 9:20 am est (B)(6)- patient called in to report low event that they have been having. Agent pulled up the reports and the bg is fluctuating. Patient is going low and then over treating causing the bg to rise and stay high for hours. Patient is wanting to do a factory reset so agent will reach out to the (B)(6). Low bg questionnaire: 1. Were your bg levels affected by this issue (yes/no)? A. Yes. 2. What was your lowest bg level during this event? A. 39. 3. How long was bg levels low (under 70mg/dl)? A. Combined time of over 5 hours since the (B)(6). 4. Did you eat/drink any carbs to correct low (e.g., juice, glucose tablets)? A. Yes patient takes glucose tabs and other fast acting carbs. 5. Did the device give alerts for low and/or urgent low? A. Yes. 6. Did you receive any professional medical intervention for this event? A. No. 7. Did you need assistance for this event that you couldn¿t provide for yourself (clarify if help given was needed or offered out of kindness)? A. No. 8. Any immediate health effects experienced during this event (e.g., loss of consciousness, dizziness). A. Feels like they are going to "blow up". Feels weak. High bg questionnaire: 1. Were your bg levels affected by this issue (yes/no)? A. Yes. 2. What was your highest bg level during this event? A. Over 400. 3. How long were your bg levels high (above 180mg/dl)? A. Combined time since october 8th over 10 hours. 4. Did the device give alerts for above 300mg/dl for over 90 minutes? A. Yes. 5. Did you use any back-up therapy to correct your high bg levels? A. No. 6. Did you do any ketone testing? If so, did you follow your ketone action plan? A. Yes results were small. 7. Have you had any recent steroid injections? A. No. 8. Did you receive any professional medical intervention for this event? A. No. 9. Did you need assistance for this event that you couldn¿t provide for yourself (clarify if help given was needed or offered out of kindness)? A. No. 10. Any immediate health effects experienced during this event (e.g., loss of consciousness, dizziness, dka etc.)? A. Thirsty. Feeling exhausted. Jaw pain. Urinating a lot.